Event description:
It was reported the device was used during a videoscopically assisted thoracic surgery. It was reported the device would not fire on the initial firing. It was reloaded with a new cartridge and still would not fire. The same cartridge was used on a differnt stapler and fired successfully. There was no consequence to the patient.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, unfired; cartridge condition, partially fired; and cartridge return batch number, k00v3a. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, broken; condition of short rack, broken; condition of yoke, good; test cartridge batch #, n/a; and was instrument cycled, no. Based upon info received and visual examination, it was concluded that instrument was returned non-functional. Instrument was disassembled and found to have damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of jaws and failure to properly follow reloading instructions.